Event description:
It was reported that the patient was experiencing back pain. The patient was to have an MRI due to the pain. It was noted the MRI was related to the pump and that the pump was functioning. The MRI reportedly would determine ¿possible surgery that may be required.¿ it was noted the patient needed to have the pump replaced on (B)(6) 2013 and would need to be considered. The device system was used to deliver fentanyl and bupivacaine. It was later reported a normal pump replacement occurred due to battery depletion. During the replacement, a new pump segment was implanted and connected to the pump ¿because we thought we were going to be able to aspirate and now he had to turn her off and we¿re probably going to have to put a new spinal segment in but he didn¿t do that yet. Because he might not replace it, he might.¿ it was confirmed the health care provider had been unable to aspirate the catheter upon attempt. It was then reported the pump and spinal segments were revised. It was later reported the patient had complained of increased pain in their lower back to their lower extremity. A slight improvement occurred with medrol dosepak but the patient still experienced increased pain when doing physical therapy. It was noted ¿trying to get out of bed and walk to bathroom.¿ it was then reported the medrol dosepak was repeated and the patient¿s intrathecal medications were increased. It was confirmed the catheter had been replaced during the pump replacement surgery for end of life. The hcp had evaluated during the surgery that the catheter demonstrated no patency upon aspiration for spinal fluid. During the catheter replacement, it was reported the hcp observed that all but one of the openings in the spinal catheter had occluded, ¿which would have made the systems highly unreliable.¿ it was reported per operative report details that a revision of the catheter connector to a sutureless connector also occurred during the pump replacement. It was noted as an indication of the operative report details that the patient had ¿failed all conservative measures¿ and was essentially wheelchair bound. It was reported the patient and hcp discussed preoperatively at the time of the evaluation and management that during the surgery, a new intraspinal portion of the catheter might be required with the possibility that the existing intraspinal catheter would not be able to be removed in its entirety or would potentially break upon attempt, leaving catheter remnant in situ. The patient reportedly had understood that if that were to occur, the catheter would be tied off with no attempt of removal. During the replacement procedure, once the new sutureless connector segment was attached, the segment was then aspirated and no cerebrospinal fluid (csf) was obtainable. It was noted ¿various maneuvers prior to the connection of the sutureless connector were also performed as well as aspirating through the disconnected old pump segment prior to its division¿. It was reported ¿at no time was csf aspirated.¿ as a result, the patient was then intubated in order to perform the second part of the surgery. Once the intraspinal catheter segment was implanted, clear csf was obtained through the catheter. Following the replacement surgery, the patient was successfully emerged from general endotracheal anesthesia, extubated and was transported to the recovery room. There the patient was neurologically at her baseline and was in satisfactory condition. It was noted the ¿implantation had to be a 2-stage process.¿ a follow up appointment was scheduled for the week following the pump replacement for ¿pump increase and signs and symptoms of infection discussed¿. It was reported following the pump replacement, the incision was intact and the staples/sutures were removed. It was then reported the patient returned to the health care provider¿s (hcp) office on (B)(6) 2013. It was reported during the office visit on (B)(6) 2013, the incisions were intact, satisfactory in appearance and it was noted ¿we now have a definitely reliable system¿. The new pump contained bupivacaine and fentanyl and a personal therapy manager was provided to the patient in order to request boluses. It was noted the staples were remaining in situ in the pump pocket incision. The patient¿s back incision was closed subcuticularly which as a result the sutures were necessary to remove. The patient was to return the following week for an incision recheck and staple removal. The patient was encouraged by the hcp to keep her nutrition up and to not get the incision wet.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8637-40, serial # (B)(4), product type pump. (B)(4).